Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: 3/12/2014- medical records received. Patient was revised to address elevated metal ion levels. Upon revision, straw-colored effusion with a metal tinge, and a well-ingrown acetabular cup. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on her left side on or about (B)(6) 2007. Later she experienced tingling and burning of both feet, numbness, burning in her left thigh, severe pain, physical disfigurement, and metallosis. Pt had her asr hip explanted on (B)(6) 2011.